Event description:
Device issue: sheath failed to split completely/difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the mildly calcified right common femoral artery after a diagnostic procedure. Reportedly, the sheath failed to split completely after advancing thumb advancer. An attempt was made to remove the device with the dilator-assisted ports, but was unsuccessful. The device was removed using counter-traction and an assertive pull. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Patient selection. The device is expected to be returned for evaluation. It has not yet been received.